Event description:
It was reported that a diamondback 360 coronary orbital atherectomy device (oad) was used for treatment of lesion in right coronary artery (rca) branch number four (posterior descending artery/pda) and rca branch number sixteen (posterolateral branch). The lesion was 90% stenosed with heavy calcification and mild tortuosity. Intravascular ultrasound (ivus) confirmed that part of the lesion had an inappropriate wire bias with slight tension; however, high-speed treatments were performed for approximately ten seconds after the initial treatment at low speed. After the fourth treatment, angiographic images showed a ruptured blood vessel. Protamine was administered, and the lesion was dilated with a 2.0mm balloon for an extended time. Eventually, hemostasis was achieved, and the procedure was completed. During dilatation using balloon after the blood vessel rupture, st elevation was observed in leads ii, iii, and avf on the electrocardiogram. The patient reported severe chest pain, but the pain subsided after hemostasis. The patient did not have chest pain when the procedure was completed. The patient was stable but remained in hospital for another week for observation. During patient¿s subsequent unrelated hospitalization for treatment of other lesions, the perforated part was observed, and no issues were identified. In the opinion of the physician, the oad contributed to the perforation as the crown passed the part where there was mild wire bias observed with ivus. In the opinion of the physician, protamine administered to achieve hemostasis may have created a thrombus which caused the chest pain. In the opinion of the physician, the st elevation did not constitute a myocardial infarction.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that a diamondback 360 coronary orbital atherectomy device (oad) was used for treatment of lesion in right coronary artery (rca) branch number four (posterior descending artery/pda) and rca branch number sixteen (posterolateral branch). The lesion was 90% stenosed with heavy calcification and mild tortuosity. Intravascular ultrasound (ivus) confirmed that part of the lesion had an inappropriate wire bias with slight tension; however, high-speed treatments were performed for approximately ten seconds after the initial treatment at low speed. After the fourth treatment, angiographic images showed a ruptured blood vessel. Protamine was administered, and the lesion was dilated with a 2.0mm balloon for an extended time. Eventually, hemostasis was achieved, and the procedure was completed. During dilatation using balloon after the blood vessel rupture, st elevation was observed in leads ii, iii, and avf on the electrocardiogram. The patient reported severe chest pain, but the pain subsided after hemostasis. The patient did not have chest pain when the procedure was completed. The patient was stable but remained in hospital for another week for observation. During patient¿s subsequent unrelated hospitalization for treatment of other lesions, the perforated part was observed, and no issues were identified. In the opinion of the physician, the oad contributed to the perforation as the crown passed the part where there was mild wire bias observed with ivus. In the opinion of the physician, protamine administered to achieve hemostasis may have created a thrombus which caused the chest pain. In the opinion of the physician, the st elevation did not constitute a myocardial infarction.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot-specific issue. Based on the information received, the investigation determined that the reported perforation of vessels, angina, cardiac enzyme elevation, thrombus, hospitalization, and unexpected medical intervention appear to be related to operational context. In this case it is possible that the reported perforation of vessels, angina, cardiac enzyme elevation, thrombus, hospitalization, and unexpected medical intervention are a result of the patient¿s disease severity combined with use techniques employed; however, since the device was not returned this could not be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Updated: g3, g6, h2, h6 correction: d4 h6: codes 4118, 3233, 11 no longer apply.